Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the outer jacket of the patient¿s pump cable could not be confirmed as no images were provided for review. Although a specific cause for the reported damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue as no alarms or other issues were reported. Multiple attempts were made to obtain additional information regarding the reported event and patient information; however, no further information has been provided by the account. The device history records could not be reviewed as the heartmate device serial number as well as other specific case/patient information, are not available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a patient had damage to the outer layer of their driveline.